Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set was removed and it was noted that there was blood in the cannula and tubing. The patient's blood glucose was reported to be over 600mg/dl and that the patient had moderate levels of ketones. The patient administered correction boluses with a new infusion set and via injection to address the high blood glucose and treated her ketone levels by drinking water. No permanent injury was reported.